Event description:
Attorney alleges multiple patients he represents have experience unspecified injury and allege they may have required additional medical/surgical treatment. Attorney alleges this patient was treated with a 3dmax mesh. Case-specific details not provided.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges unspecified adverse patient outcome associated with the use of hernia mesh. The degree to which the device used to treat the patient may have caused or contributed to a post-op complication is unknown. No lot number has been provided, a review of the manufacturing records is not possible. Note, the date of event is considered to be a best estimate as 10-apr-2024 based on the date of awareness. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges multiple patients he represents have experience unspecified injury and allege they may have required additional medical/surgical treatment. Attorney alleges this patient was treated with a 3dmax mesh. Case-specific details not provided. Addendum per information provided by patient's attorney: (B)(6) 2014 - patient was diagnosed with bilateral inguinal hernia thereby underwent laparoscopic repair with implant of two 3dmax mesh, one right sided mesh and one left sided mesh. Per operative notes, ¿identified small direct sac on symptomatic right and left side. He had a large lipoma of the cord and an associated indirect sac which were both reduced. The 3dmax mesh were placed in preperitoneal space and performed a straightforward hernia repair.¿ (B)(6) 2016 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair. Per op notes, ¿the dissection was difficult due to severe fibrosis and wound was closed with absorbable sutures.¿ it appears a non-bd mesh was implanted during this procedure. (Note, the operative details were limited and there was no mention of 3dmax mesh in the information provided) (B)(6) 2020 -per radiology request the patient is a " 40-year-old gentleman who had an unsuccessful repair of bilateral inguinal hernias several years ago. Since then, he has had problems with the meshes (right side) and these have been removed." Patient states, "he is now suffering with continuous sharp, stabbing pains into his right groin."

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges unspecified adverse patient outcome associated with the use of hernia mesh. The degree to which the device used to treat the patient may have caused or contributed to a post-op complication is unknown. No lot number has been provided; a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the event date. Based on the information received, no conclusions can be made as the degree to which the device used to treat the patient may have caused or contributed to the hernia recurrence. Per medical records review, post implant of 3dmax mesh, the patient was diagnosed with a right sided hernia recurrence thereby underwent revision surgery, during which it appears a non-bd mesh was placed. It is unclear due to the limited information in the op-report whether the 3dmax was removed during the 2016 revision procedure. However, it is stated during a consult in 2020 that the patient had undergone removal of previously placed mesh due to right sided recurrences. Hernia recurrence is a known inherent risk of surgery/use of the device. The instructions-for-use supplied with the device list hernia recurrence as possible complication. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in (B)(6) 2014. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.